Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited an increase in impedance measurements and pacing thresholds. The rate/sense portion was capped and a new rate/sense lead implanted.